Event description:
It was reported while using the bd veritor¿ plus analyzer, the customer was receiving a positive result for every sample tested. The testing included an unspecified number of patient samples, quality control, and a blank sample which either resulted as positive for strep a or positive for covid and flu a+b. Upon receiving a replacement analyzer, quality control samples passed. There were no health impact or consequences reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The requested 510k information for the involved veritor assays are as follows: g4. PMA/510(k)#: k122718 and eua203152. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.